Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to an over-infusion of 11768.20%. Service evaluation verified the over infusion. The cause was identified to be the upper valve pressure plate holder to be missing a screw and the m2 sting to be missing behind the upper valve pressure plate. This is the result of customer adulteration of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump evaluation experienced an over-infusion of 11768.20% . There was no patient involvement. No additional information is available.